Event description:
While performing trial reduction, the provisional head came off the stem and proceeded to go antierior into tissue of anterior pelvis. The surgeons performed a trochanteric osteotomy to increase exposure. An x-ray was taken, but the head could not be located. MRI/CT is to be performed in 10/02.

Event description:
While performing trial reduction, the provisional head came off the stem and proceeded to go anterior into tissue of anterior pelvis. The surgeons performed a trochanteric osteotomy to increase exposure. An x-ray was taken, but the head could not be located. MRI/CT is to be performed in 2002.